Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs.

Event description:
It was reported that the physician was implanting a helex septal occluder to close an aneurysmal pfo (pt foramen ovale). Ice (intracardiac echocardiography) images were not very helpful in visualizing the device or defect. While forming the right disc the lock prematurely released. While retrieving the device the retrieval cord broke, so a snare was used to remove the device. The physician was using a guide wire and diagnostic catheter when the pt became tachycardic and the blood pressure started to drop. It was discovered using tee (transesophageal echocardiography) that the left atrial appendage had been perforated. The pt was immediately taken to surgery to repair the perforation. The pt was in stable condition following the repair.